Event description:
The article, "persistence of residual shunt at 6 and 12 months after transoesophageal echocardiography-guided percutaneous closure of a patent foramen ovale for cryptogenic stroke", was reviewed. The article presented a case study of a 60 year old patient. It was reported on an unknown date, a 30mm amplatzer multi-fenestrated septal occluder was chosen for an off label patent foramen ovale (pfo) implant procedure. The patient's pfo measured 16mm in diameter. It was then reported 12-months post-procedure, significant residual shunt was reported via a second small defect. A decision was made to implant a second unknown device. [The primary and corresponding author is robbert de winter, cardiology, amsterdam umc, locatie amc amsterdam, netherlands, with corresponding email: r.j.dewinter@amsterdamumc.nl].

Manufacturer narrative:
As reported in a research article, persistence of residual shunt at 6 and 12 months after transoesophageal echocardiography-guided percutaneous closure of a patent foramen ovale for cryptogenic stroke. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the amplatzer multifenestrated septal occluder - ¿cribriform¿ - instructions for use, "indications and usage: the amplatzer¿ cribriform occluder is a percutaneous, transcatheter, atrial septal defect closure device intended for the closure of multi-fenestrated (cribriform) atrial septal defects. Patients indicated for asd closure have echocardiographic evidence of fenestrated ostium secundum atrial septal defect and clinical evidence of right ventricular volume overload (i.e., 1.5:1 degree of left to right shunt or rv enlargement). Contraindications: treatment of patients with patent foramen ovale (pfo) defects. This device has not been studied in patients with pfo defects. " the amplatzer multi-fenestrated septal occluder - cribriform was used for patent foramen ovale (pfo) closure. This is considered as an off-label use of the device. However, it was unable to determine if the off-label use contributed to the reported incident. Therefore, a letter will not be provided to address the deviation from the IFU. A2 - age at time of event was estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: persistence of residual shunt at 6 and 12 months after transoesophageal echocardiography-guided percutaneous closure of a patent foramen ovale for cryptogenic stroke.